Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the left circumflex artery, the pt was maverick otw balloon ruptured at 12 atm's on the initial inflation. The pt was asymptomatic during this event. The maverick otw balloon was replaced by an unspecified device. A 6f introducer sheath (unk type), an acs guidwire (unk size), a camino 6f jl5 guide catheter were used. No info is available regarding an inflation device. The maverick otw balloon was discarded by the facility. No pt injuries or procedural compliations were reported. Pt status is reported as good". No further is available at this time.